Manufacturer narrative:
Additional information was received on 02-feb-2023. The pentaray catheter, smarttouch sf catheter, and brk transseptal needle were the only devices inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The insertion tube was used to introduce the pentaray catheter and the smarttouch sf catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Confirmed that damage was noticed in the hemostatic valve after or while the catheter or dilator was used. Therefore, updated the d 10. Concomitant medical products and therapy dates field. The device evaluation was completed on 20-feb-2023. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Scanning electron microscope (sem) analysis was performed, concluding mechanical damage on the hemostatic valve and silicon ring. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 02-mar-2023, noted a correction to the 3500a follow-up #2 as in ¿h10. Additional manufacturer narrative¿ reported that updated the d10. Concomitant medical products and therapy dates field; however, in error omitted. Therefore, updated.

Manufacturer narrative:
Additional information was received on 19-dec-2022. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No available picture. Air did not enter the patient¿s body. The approximate volume of blood that was lost was very little blood loss, less than 10 cc. The bwi product analysis lab received the device for evaluation on 21-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was blood leaking back from the hemostatic valve on the vizigo sheath. They reported that there is physical damage on the hemostatic valve as well. They also reported that there is an off-center hole on the hemostatic valve. The vizigo sheath was replaced, and the issue resolved. The procedure continued. The hemostatic valve separation issue was assessed as MDR reportable.